Event description:
It was reported a filter did not appear to open completely and remained on the wire following deployment via a femoral approach. The sheath was re-advanced over the filter and uneventful retrieval followed. Another filter was successfully placed without pt complications. A delivery system in the released position and a filter were received, evaluated and retained by this MFR. The engineering evaluation of the delivery system revealed scratches inside the carrier extending from the proximal end to the distal end and becoming jagged during the distal two mm. No defects were noted with the filter. Co's directions for use state: "confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter...do not attempt to move or manipulate an engaged filter. In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."